Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging packaging issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2. The control solution and test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the control solution and test strips were both found to have exceeded their shelf life. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - the lay user/patient¿s test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings: both the control solution and test strips involved with this complaint failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.